Event description:
It was reported the patient suddenly lost stimulation and her programs were auto-reducing. Diagnostic testing revealed "0 ohms" on all lead contacts. It was reported surgical intervention will most likely be undertaken to resolve the issue as the physician referred the patient to a surgeon.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.